Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during post-operative control of a hysterectomy procedure, a burn was observed on the external side of the patient's right leg where the return electrode was placed. The burn was described as "grade 1", light eritema, noticed post-op, and treated with analgesics and oral antibiotics. The procedure lasted 1 hour and 45 minutes.